Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: precaution impella cp with smartassist system section: potential adverse events ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings section: pre-support evaluation section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance. Section: warnings & cautions: warnings section: pre-support evaluation section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing a risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned. Section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿

Event description:
The user facility reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support (mcs). The patient was admitted to hospital for nausea, diarrhea, mental status changes, indigestion. While on the unit, the patient had chest pain and EKG changes and was taken to the cardiovascular lab where in-stent restenosis was revealed. During this intervention the patient became unstable requiring intubation and the decision made to place an impella cp device. The impella cp was implanted without incident. However, following the implant, the pump stopped multiple times due to interference with the struts of the corevalve. The pump was restarted successfully each time with both motor current and flow rates within normal limits. The device was manipulated to resolve the issue. As support continued, suction alarms appeared, and the patient's hemoglobin levels dropped. An echocardiogram was performed and showed a pericardial effusion. A pericardiocentesis was performed and removed 250ml of blood. It was unknown if the pump caused a perforation. The physician believed the pump was causing too much interference, and the impella cp pump was removed. The patient coded shortly after but was documented to have survived the event. No further updates on the patient's status post the event were provided.

Manufacturer narrative:
The investigation of temporary pump stop, ventricle perforation, and low pump flow has been completed. Product was returned and evaluated. No biomaterial was observed in the cannula or near the impeller. The corners of the impeller blades were damaged. The edges of the blades were rough in appearance and one blade was bent. There was also evidence of a kink on the pump cannula. The pump was run in a bucket and low flow was not reproduced. Clinical details mention interference with the patient's transcatheter aortic valve replacement (tavr) to be a possible cause of the temporary pump stops. After pump startup, there are multiple motor current spikes up to 1500 ma and 4 temporary pump stops due to high motor current within 15 minutes of pump startup seen in the data logs. The pump was able to be restarted each time. The returned product had visible damage to the impeller. The root cause of the temporary pump stops was most likely interaction with another device since the impeller was damaged on the returned product, there are motor current spikes seen in the data logs, and the clinical details mention the potential interaction between the temporary pump stops and the patient's tavr. Clinical details state that patient's blood pressure (bp) dropped while suction alarms occurred. Correct position was verified with fluoroscopy, and echocardiogram revealed pericardial effusion. Angiogram was not repeated to confirm possible perforation. There was evidence of a cannula kink on the returned product, but the timing/cause of the possible perforation is unknown. The root cause of the ventricle perforation was not determined since insufficient clinical details were provided. The returned product had a damaged impeller and evidence of a cannula kink, but no biomaterial found and low flows not reproduced in the lab. The root cause of the low pump flow was not determined since low flow was not reproduced in the lab and lack of clinical information. D9 date device returned to manufacturer added. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26629 as it is unknown if the initial reporter also sent the report to the food and drug administration. G1 manufacturing site name, address, country, and fax number were erroneously entered on the initial manufacturer device report number 1220648-2025-26629.